Manufacturer narrative:
The nurse reacted to size 6.5 (cat# 2d73eb65, lot# ts09120073) and size 7.0 (cat# 2d73eb70, lot# ts09120032) of this glove. The complaint and samples were forwarded to the manufacturing plant for investigation. A follow-up report will be filed once the investigation is completed.

Event description:
Operating room nurse had an allergic reaction to this glove. She used prescriptive cream and will be seeing a dermatologist.